Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown." Distributor additionally reported capsular contracture baker grade IV, constant breast pain, and hardening of the breast. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture, baker grade unknown". Continued e1: phone number: (B)(6).

Event description:
Healthcare professional reported, "capsular contracture, baker grade unknown". This is for the left side device. The device remains implanted.